Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited sudden variable high out-of-range pace impedance measurements greater than 2,000 ohms and variable sensing amplitudes. High pacing thresholds and loss of capture (loc) were also noted in addition to intermittent noise when performing provocative maneuvers. The patient reported feeling somewhat more lethargic than usual. An x-ray was planned though results are unknown at this time. The physician planned to revise the lv lead at some point in the future and reprogrammed output to a higher value as an interim measure to resolve the reported loc. Boston scientific technical services (ts) reviewed available data and suggested several possible causes and advised performing additional testing of the patient's system. Additional information was requested by the field but could not be obtained. No adverse patient effects were reported. Additional information was received several years later indicating a revision procedure was performed to replace the patient's implanted system. The device, right atrial (ra), and right ventricular (rv) leads were removed without issue. The physician encountered difficulty removing the lv lead and was only able to explant a portion of the lead. A second procedure was performed one week later wherein the remainder of the lv lead was explanted. It was noted that prior to explant both the ra and rv leads exhibited some instances of noise and oversensing; decreased rv pace impedances were also reported though exact values were not provided. The patient was later successfully reimplanted on the right side with a competitor system. No adverse patient effects were reported. None of the explanted leads were made available for return.